Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information the pump is broken. New device implanted.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed the detachment sites of the exhaust tube of cylinder #1 and the longer exhaust tube of the pump to appear to be rough and irregular, indicating sufficient stress was exerted. The pump failed the back pressure test. No functional abnormalities are noted with cylinder #1, cylinder #2, or the detached connector. Quality concluded that the rough and irregular surfaces associated with these detachment sites indicate that sufficient stress(s) may have been exerted on the exhaust tube of cylinder #1 and the longer exhaust tube of the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. In addition, the pump failed the back pressure test. However, as additional information was not received, quality is unable to determine if only one or both sites were the cause for the reported failure.